Manufacturer narrative:
H3 other text : evaluated at a third party service center.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device alarmed ventilator service required. Error log confirmed that the error had occurred and the obm pca (oxygen blending module/ circuit board) was replaced however, still alarming the interface was replaced to address the issue. Additional findings not related to the malfunction include replacement of front enclosure and rear enclosure due to cosmetic damage. The handle and filter duct were cracked and replaced. Device passed all final tests.